Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the system was not recognizing the patient tracker. The site swapped out the tracker and the issue remained. With both trackers, the site checked the emitter details in the software. They both showed connected but they did not have a green or red status. The site swapped the system for another system. The procedure was completed using navigation and there was no reported impact to patient outcome. There was a reported delay to the procedure of ten minutes due to this issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine a root cause. The logs show that not all instruments were plugged in. Fdm, fdr, and fdc are applicable to the software analysis. If information is provided in the future, a supplemental report will be issued.